Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while on the second reload deployment, on the antrum of the stomach, the staples beyond where the reload stopped were partially formed or not formed at all. It was also reported that the staple line was incomplete distally. The surgeon used a new reload to deploy beyond the area of previously partially fired reloads and complete the staple line. The surgical time was extended for more than 30 minutes. The surgeon had to assess the reasons for device stopping during the firing sequence. Surgeon had to reboot the powered device and had to intervene laparoscopically to excise the reinforcement material from the partially fired reload. The surgeon had to retrieve partially formed staples from the gastric tissue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n2e0213y); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n1l0186y); sigphandle, sig power sigphandle handle (serial#unknown); unk-sigadapt, unknown signia egia adapter (serial#unknown); sigpshell, sig power sigpshell control shell (lot#unknown); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n2e0213y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n2e0213y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n2e0213y). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired, the staple pushers were deployed at the 4cm mark, staple pushers proximal from the 4cm mark were sub-flushed, the clamping mechanism was deformed and staple pushers were partially flush with the cartridge. Functionally, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The interlock was tested and found to function properly. It was reported that the device initially fires, but failed to complete the firing cycle and the staples did not form as expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.